Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue ) issue: total daily dose exceeded alarm was emitted in error: patient confirms that time/date settings were set correctly and alleges the pump was inaccurately calculating dosing totals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box history was overwritten from the date of the event. The bolus history shows boluses were recorded out of order on (B)(6) 2013, indicating the time and date were manually manipulated. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history in the correct order. During testing, an ezcarb bolus was programmed and the pump correctly calculated the correct bolus. The complaint could not be duplicated.